Manufacturer narrative:
This supplemental report is being submitted to provide additional information of the legal manufacturer's final investigation. Updated fields: d9 (date returned to manufacturing) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. An olympus field service engineer (fse) was dispatched to the user facility , a reproduction check, device inspection was conducted by the on-site inspection by the fse. The reported issue was reproduced. Based on the results of the investigation, the root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device body of the control unit was broken. There were no reports of patient harm.